Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis was not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a damaged black cable. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Damage was observed intraoperatively. The cable was broken. Round ligament coagulation was being performed. There was no loss of cautery. There was no thermal damage and no arcing. There was no damage out of the ordinary and no collision. Instrument had no issue removed through the cannula.

Manufacturer narrative:
The fenestrated bipolar forceps was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Root cause of broken conductor wire is attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.